Manufacturer narrative:
Two opened slit knives were received correctly seated in blade protector trays for the report of scalpels are not sharp enough to perform the incision. The returned samples were visually inspected and were found to be nonconforming with a damaged tip and damaged cutting edges. One sample had a damaged tip and cutting edge while the second sample only had a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The photos attached to the parent complaint file were reviewed by the investigation site. Photo number one shows two knives correctly seated in blade protector trays. The printing on the knife confirms that the sample matches the complaint however, the reported issue of not being sharp cannot be confirmed. Photo number two shows two lidstocks by which the lot number was confirmed however, the reported issue of not being sharp cannot be confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. Knives are a single use device however, the customer stated that the product was used only one time before. Possible root cause is re-use of the device as indicated by the customer. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tip exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that scalpels were not sharp enough to perform an incision during vitrectomy surgery. There was no impact to the patient. Additional information has been requested.